Manufacturer narrative:
The device was not returned for analysis. The lot history record review and lot specific similar complaint review could not be performed because the part number and lot number were not provided. Based on the available information, a cause for the reported single leaflet device attachment (slda) could not be determined. The reported recurrent mitral regurgitation (mr), dyspnea, and fatigue appear to be cascading events of the slda. Recurrent mr and dyspnea are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Dates estimated.

Event description:
This is filed to report single leaflet device attachment it was reported that in 2015, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with an unknown grade. Two clips were successfully implanted, reducing mr to an unknown grade. In 2017, the patient returned to the hospital and echocardiography showed one of the clips had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase. To stabilize the clip, and additional mitraclip was implanted. On (B)(6) 2021, the patient returned to the hospital due to shortness of breath and fatigue. Echocardiography was performed and showed mr had increased to a grade of 4+. It was noted that all three clips were stable, but to physician felt the slda clip could be further stabilized with an additional clip. One clip was implanted and mr reduced to a grade of 2-3. No additional information was provided.